Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that during a lap gastric bypass procedure, they were at the last step, so they should transect the small bowel. When the surgeon fired the staple, it cut without stapling. A cd shows that the stapler was not loaded with a new cartridge; it was a fired cartridge in the jaws. They took a new cartridge (tr45w) and fired the small bowel again and then it worked fine, but they had to fire two times, since the bowel was transected but stapled. No patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: a video was received and review by the field quality engineer. Based on the video evidence and event description it is my opinion that the device lockout functioned as designed. The lockout created a recognizably higher force to fire, sending a tactile signal to the user that a spent cartridge firing was being attempted.